Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 400 mg/dl following repeated alert 42 errors and ¿unable to proceed¿ messages during a supply change. The user discontinued use of the ilet and reverted to backup insulin therapy. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.